Manufacturer narrative:
The report of corroded iui was confirmed during a site visit. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. Contamination and corrosion of the iui connectors has been previously risk assessed. A review of the device history could not be performed, the customer did not return any product or provide any device serial numbers. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
During a site visit, iuis were reported to have been corroded. No additional information is available.